Manufacturer narrative:
(B)(4). To date the device has not been returned yet. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and indication of initial surgical procedure for gynecare mesh implant? Please specify gynecare product name, code and/or lot number which was implanted? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Does ¿mesh at vault¿ mean mesh eroded? If yes, please specify mesh erosion site/location, symptoms and diagnostic confirmation? When was the mesh erosion first noted by a physician? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event (vaginal discharge, and mesh at vault)? What is the patient's current status? The patient demographic info: age, weight, bmi at the time of index procedure?

Event description:
It was reported that the patient underwent a sacrocolpopexy procedure on unknown date and the mesh was implanted. It was reported that the patient required pessary management due to treatment failure. The patient complained of offensive vaginal discharge and examined regularly. In december, there was a new finding of mesh at vault which will be discussed at mdt with likely onward referral to mesh center. Additional information has been requested.